Event description:
An endurant iis stent graft system was implanted during the endovascular treatment of a 70mm aaa. It was reported approximately 9 months post the index procedure follow up CT identified a type ia endoleak. 1 month later intervention was performed where heli-fx endoanchors were implanted to treat the type ia endoleak. During the procedure when attempting to release the first endoanchor, the blue light error turned on after pressing the forward button the first time and all of the buttons stopped working. After a few minutes all of the lights turned off. Another applier was used to complete the procedure and the endoleak was successfully resolved. Per the physician the cause of the endoleak was due to a hostile neck. The cause of the blue light was determined to be device related. No additional clinical sequalae was provided and the patient is fine.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.